Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that it was not working. The indication for use for the implanted device was non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.